Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they had damage and missing pieces from reservoir compartment opening and also stated that it will stay in and lock but if anything else breaks off it won't hold. They also reported that rubber ring inside the compartment that had come off and then half of the purple at the top of the reservoir had broken off the ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with corroded battery tube, reservoir tube lip completely broken off and missing reservoir tube lip o-ring noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.